Manufacturer narrative:
Qc is within the established ranges. A bci field service engineer (fse) visited on (B)(4) 2010 and collected the customer's calibrations, and completed inspection. Upon review, it was determined instrument is working and meets the ise (ion selective electrodes) guidelines set in place. No repair was performed. The customer was concerned about calibrations not holding and low sodium results. The customer sent in absorbance vs time charts for all questionable sodium results to be reviewed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na) and chloride (cl) results generated by unicel dxc 600 pro synchron clinical system. The results were reported out of the laboratory. Repeat tests were performed on the same and/or on an alternate instrument. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.